Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the pt was being treated for. The product was implanted during surgery on (B)(6) 2007. Boston scientific's obtryx mid-urethral sling was implanted on (B)(6) 2008. The complaints via the attorney were that the pt suffered pain, bleeding, persistent fever and additional surgeries. It is not known when the event occurred. It is not known what the pt's current condition is. No info has been confirmed by a health care professional.